Event description:
The service report shows no audio alarm. The mallinckrodt customer support engineer (cse) verified that there was no audio alarm. The cse inspected the device and replaced the audio alarm. There was no pt involvement. The unit passed extended self testing.